Event description:
Information was received from a patient implanted with a neurostimulator. It was reported that the patient had her device replaced because she got in a car accident and it wouldn¿t connect after that. The device not connecting after the car accident occurred in 2014. No further complications were anticipated.